Event description:
During a remote follow up, it was noted the device delivered inappropriate shocks for atrial fibrillation (af) due to an incorrect interpretation of signals. It was noted, the device performed according to the programmed settings. No intervention was performed. The patient passed due to cerebral hemorrhage, unrelated to the device or any procedures related to the device.